Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center a ventilator inoperative condition occurred. The device's motor blower assembly was replaced to address the issue. Additionally, an error code depicting the internal battery was depleted was observed. The internal battery was charged to address the issue.